Event description:
Caller reported a cgm error, which initially caused concern. Fortunately, there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller with the process. After the reset, the pump no longer displayed the error, and the caller was advised to wait before starting a sensor session. The caller understood and acknowledged the guidance.